Event description:
It was reported that a user experienced repeated stopper dislodgement from five cartridges during filling despite reporting correct technique confirmed by customer support, which resulted in unusable cartridges and a request for replacements. Symptoms included no reported adverse clinical effects. Outcomes included disruption of therapy supplies without medical intervention, alerts or alarms and shipment of replacement supplies. Investigation included a review of user feedback and complaint details. Investigation of this case revealed a suspected cartridge integrity or assembly problem leading to leakage and stopper displacement, with the affected component identified as the cartridge and stopper. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction under normal use with a probable manufacturing or component defect contributing to stopper dislodgement.

Manufacturer narrative:
Initial.